Event description:
Two patient samples with discrepant sodium results. Patient 1, tested in early 2008, initial result 119.0 meq/l; same sample repeated gave 139.3 meq/l. Patient 2, tested two days later, initial result 119.7 meq/l; same sample repeated gave 136.6 meq/l. Erroneous results were not reported. If additional information is received, appropriate notification will be provided.